Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, ingress of some foreign material into two stylets might have occurred. It was reported that the stylets could not advance halfway up the lead. It was also reported that blood entered the rv lead lumen and coagulated causing the stylets to become stuck. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.